Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the he was having issues with battery on the insulin pump. The customer reported that insulin pump received two failed battery test alarms. The customer's blood glucose was 5.7 mmol/l at the time of incident. The customer reported that he does not trust his insulin pump. The customer was advised to return the insulin pump. Troublehshooting was not performed at the time of call. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. Unable to perform functional test due to blank display anomaly. No cosmetic damage noted.